Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys digoxin assay (dig) and the elecsys probnp ii immunoassay (probnp) on a cobas 8000 e 602 module (e602). Of the two samples, only the dig result is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.256 nmol/l accompanied by a data flag. The sample was repeated, resulting as 0.256 nmol/l accompanied by a data flag. The sample was repeated a second time, resulting as 1.27 nmol/l. The patient was not adversely affected. The dig reagent lot number was 18991500; the expiration date was not provided. The customer had issues with the sample probe since (B)(6) 2017 and the field service engineer has made adjustments to the probe on (B)(6) 2017. The customer returns to routine testing after evaluation of the control recovery. The liquid level detection voltage was adjusted and the whole sample probe arm was adjusted. The pressure voltage was calibrated. On (B)(6) 2017, the customer received several abnormal sample aspiration alarms. The sample probe arm was then changed. No further issues have been reported since these actions.